Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced atrophy with an artificial urinary sphincter (aus) cuff leading to a revision surgery. During the intervention, the existing device with a 4.5 cm cuff was removed and replaced with a new system with a 4.0 cm cuff. The physician believed the original cuff was of an incorrect size when it was initially placed. The patient fully recovered following the intervention.